Event description:
Per the audiologist's report, the pt has not rec'd much benefit from the cochlear implant. Reportedly, the pt heard drumming and sharp squealing. The results of an integrity test were consistent with normal receiver/stimulator function. An x-ray to determine array placement was requested but results were not reported. In 2007, the pt's device was explanted and a new device was reimplanted in the same ear.

Manufacturer narrative:
This type of event is addressed in the device labeling.